Manufacturer narrative:
Product analysis:the device remains implanted therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve ventricular fibrillation was noted. Aortography confirmed a patent origin of the right coronary artery. The patient became hypotensive due to an abrupt occlusion of the native aortic leaflet over the right coronary artery causing transient right ventricular dysfunction. Medication was administered and the pressure resumed. Multiple attempts were taken to access the rca with various guide catheters. The coronary was engaged and a stent was implanted restoring flow. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.